Event description:
It was reported that the customer was unable to get through the rewind process due to unresponsive act button. Customer's blood glucose reading at the time of the call was 588 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.